Manufacturer narrative:
The reported events were lead dislodgement and r-wave amplitude variation. A complete lead was returned in one piece with the helix extended and clogged with blood and tissue. The reported event of r-wave amplitude variation was not confirmed. Visual examination of the lead did not find any anomalies except for procedural damage. The measured helix extension length was within specification as received. Electrical testing found no anomalies.

Event description:
Related manufacturer report number: 2017865-2025-17199. It was reported that the patient presented in clinic for a scheduled procedure as previously upon interrogation it was noted that the right-atrial (ra) lead exhibited loss of capture, and the right-ventricular (rv) lead exhibited r-wave amplitude variation. Chest x-ray was performed, and confirmed dislodgement of both leads. As a resolution the ra and the rv leads were explanted and replaced. The patient condition was stable.